Event description:
It was reported that approximately 9 months post-implant the patient was admitted due to complaint of abdominal and back pain, petechiae to fingers and leukocytosis. Blood cultures were found to be positive for strep mutans and the lead tip culture was positive for cutibacterium acnes. The implantable cardioverter defibrillator (ICD) system was removed due to the infection. It was additionally noted that the patient had severe periodontal disease and was given intravenous antibiotics for 6 weeks. The ICD system was replaced. The patient is a participant in a clinical trial. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical product: product ID: dvfb1d4 ICD, date of implant: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.